Manufacturer narrative:
Data-logs confirmed the system and hand-piece perform as expected. Tip unavailable for return. The customer reported an error occurred during treatment, however it was a non-critical error that happened during tuning and prior to treatment and would not cause any risk to the patient. No other system errors nor anything else out of the ordinary occurred during treatment. Based on the available information burns are known possible adverse patient reactions to thermage flx treatment.

Manufacturer narrative:
The device used is not available for evaluation, as the doctor discarded the treatment tip, however the data card containing records of the event was returned and the data evaluated. Based on the evaluation of the data, the system and hand piece performed as expected. A non-critical error happened during tuning and prior to treatment. Since the error only happened once early in the treatment and treatment continued the system functioned as expected. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
Additional information has been requested but not received. The doctor has discarded the treatment tip. A review of the device history records is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report of a burn on the cheeks following a full faced laser treatment was received post treatment. The treating physician reported that the patient was treated across the entire face with an energy level between 2.0 and 3.5 with the majority of the treatment done at 3.5. No adverse effects were noted during the procedure however the patient contacted the doctor the day following the treatment to report a burn on both cheeks including some blistering. Around a half bottle of cryogen and coupling fluid was used during the procedure. A system error was reported during the procedure. The treating physician indicated the patient had second degree burns and recommended the patient undergo hyperbaric oxygen therapy for treatment. Upon follow up, it was indicated the blisters are healing, the scar area is minimal and they are treating with over the counter scar cream. The swelling of the cheeks has improved. Post operation pictures were reviewed, small scattered blisters were visible that are healing and some small hyper-pigmented lesions were also visible. It was noted that there is no permanent impairment of a body function or permanent damage to a body structure.